Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when opening the carton of the twinfix ultra pk, the screw head was found to be broken. It is unknown when the event occurred relative to surgery or if there was a surgical delay. Back-up device was available. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly procedure found that the device is visually inspected to verify that the anchor is free of burrs and cracks and that the anchor is fully seated on the shaft of the device. A review of the customer provided image finds the complaint device with the anchor fractured at the distal end. The complaint was confirmed, but the root cause could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or inappropriate storage conditions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture material and fractured anchor were returned. The anchor is fractured near the suture window. There is biological debris on the anchor, suture material and insertion device, see attached image. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds the complaint device with the anchor fractured at the distal end. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.